Manufacturer narrative:
UDI #: unknown, since serial # is unknown. Date of event: unknown. Expiration date and serial #: unknown. If explanted, give date: not applicable as the lenses remain implanted to date. Disturbing light scatterings at night. Device manufacture date: unknown since serial # is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a male patient had intraocular lenses, model pcb00 (20.0 / 20.5 d) implanted in both eyes on (B)(6) 2015. He is complaining about severe halos in both eyes that strongly impact his ability to drive at night. He did not experience a significant relief in symptoms. In addition, the patient is suffering from dry eye symptoms since surgery. Additionally, it was reported that the patient was prescribed glasses for distance ((B)(6) 2016). R: +0,25 / - 1,25 / 77º = visus 1,1 l: plan / 10 75 / 118º = visus 1,0. The glasses were given to the patient on (B)(6) 2016. On (B)(6) 2016, the patient reported that visual acuity by day had become better, but the disturbing light scatterings at night had not improved. Possibly corneal irregularities are responsible for the disturbing effects. If needed, the surgeon could also do a contact lens test, which hasn¿t been done to date. No further information has been provided. Since both eyes were affected, there will be separate mdrs filed for each eye. This is for the unknown serial number, 20.5 diopter lens.

Manufacturer narrative:
Device evaluation: complaint device was not returned for evaluation as the lens remains implanted. Reported complaint cannot be verified. Manufacturing records reviews: since the complaint device serial number is unknown, manufacturing records cannot be performed. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. A historical complaint data review was performed and results did not identify any product deficiency. A review of the historical non-conformance data did not reveal any related non-conformances. Based on the complaint data review, non-conformance data review and labeling review, there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.